Event description:
Cause of death was left putaminal hemorrhage.

Manufacturer narrative:
(B)(4). Evaluation code, results: inherent risk of procedure (cerebrovascular accident, death).

Manufacturer narrative:
The investigator indicated that the previously reported stroke was unrelated to the study device.

Event description:
One endeavor sprint drug-eluting stent was implanted in the lad during the index procedure. Approximately 26 months post index procedure the patient suffered a stroke and was administered medication to treat. The patient expired approximately 2 weeks later. The cause of death was assessed as non-cardiac. The investigator indicated that the death was unrelated to the study device.